Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.037.042s, lot 54p1945: manufacturing location: monument. Manufacturing date: may 06, 2020. Expiration date: april 01, 2030. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation (orif) surgery for the trochanteric fracture of femur with a nail. In the surgery, the surgeon had difficulty inserting the nail because it was large diameter. The guide wire was inserted from the bone head to an appropriate place. However, the guide wire was removed once during blade insertion to use augmentation. It was then inverted and reinserted, but cancellous bone was firm, and it could not be inserted at the same place. The surgeon fixed the nail as is. The drill bit interfered with the nail during drilling for distal hole. It seems that the interferences occurred because the resident drilled without using the drill sleeve and trocar. Insertion of endcap was also difficult, but the surgeon simply took the wrong direction. The surgery was completed successfully within a thirty (30) minutes delay. The patient status was reported as stable. This report is for a tfna nail. This is report 1 of 2 for (B)(4).